Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced high vault. Patient needed to be med. Lens remains implanted. Cause of event was not reported.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).